Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation to part of his left leg but is still receiving stimulation to the rest of the established pain pattern. Reprogramming was attempted several times to no avail. Surgical intervention has been planned to address the issue.